Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, multiple tunneling attempts, using inappropriate tools, and not using antibiotics pre-operatively have been ruled out. However, the patient is a poor surgical risk as they have heart failure which caused the swelling. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 8 "poor surgical risks - peripheral nerve stimulators should not be used on patients who are poor surgical risks or patients with multiple illnesses, active general infections, or other potential surgical risks as identified by the clinician." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the incision site not closing and swelling is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has heart failure (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their incisions were not closing due to severe swelling. The patient was hospitalized due to heart failure which was recently discovered. However, the dates of hospitalization are unknown. No surgical interventions were performed and medication was not prescribed. The patient is not using the device and is seeing wound care in order to mitigate any risk of infection. As of (B)(6) 2026, the swelling has reduced, the patient is fine.